Manufacturer narrative:
Investigation: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 163447 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 163447 and device part number 195-430wl / lot 155698. The lot met the required release specifications. A review of the complaints reported as xxxxxxxx patient results (confirmed and unconfirmed, conflicting results) related to kit lot 163447 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is issues including the self-test user performance, interpretation of the result, or the specific patient sample.

Event description:
The user reported conflicting results with the binaxnow covid-19 antigen self test performed on (B)(6) 2021 on a direct tested nasal kitted swab. The user reported the initial binaxnow covid-19 antigen self test on (B)(6) 2021 and received positive results. Repeat testing was performed on (B)(6) 2021 and received negative results. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.